Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was 385 mg/dl with moderate level of ketones and no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that there was an inaccurate delivery issue with the pump. Review of basal deliveries indicated that they are correct and as programmed. Review of total bolus deliveries in the past three days showed that there was discrepancy between the total added up manually and what the pump reported. Troubleshooting was not able to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an inaccurate delivery issue or unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history/settings issue was not duplicated. Review of black box data found that a 3 hour extended combo bolus straddling (B)(6) 2015 and (B)(6) 2015 gave the misimpression that the total daily delivery bolus history was inaccurate on (B)(6) 2015. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned caps, the pump powered up and functioned properly. Normal and audio bolus exercises were executed and recorded correctly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences.